Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in poor performance with the device. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.